Event description:
According to the reporter, during a laparoscopic radical resection of rectal cancer, during rectal anastomosis, the device only cut, and it did not suture. The same issue occurred with the second stapler. A new device from a different manufacturer was used to resolve the issue.

Manufacturer narrative:
D10 concomitant medical products: eea28 eea 28mm-4.8 sgl use stapler - (lot#p4a0985s). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted on the instrument that the staples were pre-fired. The anvil of the instrument was observed to be not tilted and separated from the instrument. Further inspection of the anvil cutting ring showed no traces of knife impression, and the ring was received intact. Functional testing found that the instrument was applied to the appropriate test media, producing acceptable results. Pusher fingers and knife advanced when the handle was squeezed, and the knife cut the media cleanly and completely, and a full complement of staples was deployed and properly formed. It was reported that the staples did not deploy. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur when the instrument handle compression is not completed or if the instrument is applied against an excessive amount of tissue during the clinical application. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: when firing the stapler, make sure to fully squeeze the instrument handle until the metal underside of the handle contacts the stapler body to the fullest extent. Partial or incomplete handle squeezes may result in unacceptable staple formation and/or incomplete knife cut. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.